Event description:
Patient had tha in 2007. A 32mm diameter femoral head was inadvertently implanted with a 28mm diameter acetabular shell liner. Patient was revised in 2007 to exchange the 28mm liner with a 32mm liner.